Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during a foot surgery the tip of the device broke off. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery. Update avoe 12-apr-2024 it was confirmed that all fragments were retrieved from the patient.

Manufacturer narrative:
Complaint allegation is confirmed. Upon visual inspection, it was noted that the drive geometry at the distal tip of the returned driver shaft, t10 hex, cannulated had broken. No fragments were returned for inspection. Functional test was not performed due to the damage to the device. The most likely cause is attributed to over-torquing/over-engaging the driver within the screw head.